Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the event is likely related to the patient's anatomy, (calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) , post transcatheter aortic valve implantation (tavi) via transfemoral approach, a coronary obstruction requiring coronary artery bypass graft (CABG) was reported. Given moderate-severe leaflet calcification, the right coronary artery (rca) was protected before valve deployment. During balloon aortic valvuloplasty (bav) with 20 mm edwards balloon catheter, coronary arteriography (cag) showed proper blood flow of rca and slightly delayed blood flow in the left anterior descending artery (lad). The heart team judged the delay was acceptable and deployed a 23 mm sapien 3 valve with nominal volume. The final valve position was 80:20 aortic/ventricular as intended. Right after valve deployment, hypotension with blood pressure 40/20 mmhg persisted. Imaging revealed blocked blood flow of left coronary artery (lca). Percutaneous coronary intervention (pci) was attempted but a catheter could not be inserted to the lca. During attempts of pci, ventricular fibrillation occurred repeatedly while the patient was supported on pcps. The patient was converted to open heart surgery for coronary artery bypass graft (CABG).

Event description:
Additional information was obtained through the japanese tavi registry reporting system. Hypoxic encephalopathy and cerebral ischemia was observed due to surgical stress and prolonged shock. In addition, due to complication of nonconvulsive status epilepticus (ncse), consciousness disturbance was prolonged, and intubation and artificial respiration management were continued. Per the medical opinion, the event relationship to both the valve and the tavr procedure was unknown. The outcome was determined as recovering on postoperative day (pod) 50.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edward lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), stroke is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the intraprocedural complications may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.